Event description:
Additional information received reported a physician mode recharge was performed to bring the implantable neurostimulator out of an overdischarged state. After the power on reset was performed, the patient was already going to be scheduled for a lead replacement, so a decision was made to replace the existing ins, as well. After the lead and ins were replaced, the patient was doing very well. The devices were not returned.

Event description:
It was reported that the patient had coupling issues with their implantable neurostimulator (ins) and an overdischarge condition was suspected as they had not charged in 2 to 3 years. The patient also had stimulation in the wrong location. It was noted that the surgical lead was placed too high and, hence, the patient did not benefit from the therapy. The healthcare professional (hcp) was going to perform a surgical revision to adjust the lead placement. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-30, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk, recharger model 37752, serial# (B)(4), programmer model 37742, serial# (B)(4), extension model 3708160, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk, extension model 3708160, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).